Manufacturer narrative:
No product was returned for evaluation. The report of a pump stoppage and elevated pump power/estimated flow values was confirmed based on the evaluation of the submitted system controller log file. However, a specific cause for the interruption in pump function and parameter fluctuations could not be conclusively determined. The log file captured several low speed events leading up to a transient pump stoppage while the system was operating on the power module. The abnormal pump operation was associated with low speed hazard alarms as well as significant elevations in pump power up to 16.2 watts. No additional atypical alarms were captured in the log file; however, multiple elevations in pump power over 10 watts were noted throughout the log file prior to and following the low speed/pump stoppage event, correlating with elevations in estimated flow up to 12 lpm. The log file consisted primarily of pi events. The patient remains ongoing on vad support and no additional events have been reported at this time. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 25 days. No additional information was reported. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2016, it was reported that a pump stoppage event occurred, and that the lvad was producing elevated power and flow estimation readings. The submitted log file analyzed by the manufacturer¿s technical services representative confirmed the reported event. Additional information was requested, but was not provided.